Manufacturer narrative:
An event regarding stem fracture involving a mod con dist stem 15 x 155 mm was reported. The event was confirmed on review of the provided x-ray. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. A review of the provided records from the case was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that "confirmation of surgery that the distal stem was well fixed; operative reports; examination of the stem" are needed to fully investigate the event all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device return, confirmation of surgery that the distal stem was well fixed and operative reports are needed to fully investigate the event. If further relevant information or return of device becomes available, this investigation will be re-opened.

Event description:
The patient's left hip needs to be revised as an x-ray revealed that the stem is fractured. Primary was competitor product. The revision should be scheduled within the next 10 days.

Event description:
The patient's left hip needs to be revised as an x-ray revealed that the stem is fractured. Primary was competitor product. The revision should be scheduled within the next 10 days.

Event description:
The patient's left hip needs to be revised as an x-ray revealed that the stem is fractured. Primary was competitor product. The revision should be scheduled within the next 10 days. Update: patient was revised (B)(6) 2015 due to broken stem - surgeon replaced stem, head, and liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device implanted. Revision to be scheduled.